Event description:
It was reported that prior to starting a da vinci si surgical procedure, the customer noted that orange part on the monopolar curved scissors (mcs) instrument was loose. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was found to be broken with a missing piece located at the proximal clevis interface. The clevis was dislodged from the tube extension. Engineering concluded that the instrument broke due to excessive side loading or other mishandling. Instrument passed electrical continuity test. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; main tube crack found during the failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This MDR is being submitted for retrospective activity performed relating to field action number (B)(4) to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to (B)(4) of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.